Event description:
It was reported that dissection occurred. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, the guidezilla was used to deliver and unknown stent that would not cross a lesion. However, a dissection was noted at some point and was treated with a stent at the point of lesion. The procedure was completed with a different device. No further patient complications were reported and the patient is stable.